Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient was revised due to osteolysis and loosening. Aseptic loosening of the femoral component due to osteolysis. Right total knee revision arthroplasty, femoral component and tibial liner insert exchange with synovectomy and bone grafting of a contained medial femoral condylar defect performed (B)(6) 2014. Components used in revision: scorpio nrg #9 femur with simplex p cement and 9x15 cr insert.